Manufacturer narrative:
Based on the claim against the product by the customer noting that the medium-large clip applier (mlca) instrument did not engage the clip properly, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mlca instrument was analyzed and found to fail the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). Additional observation, which was not reported by site and related to the reported complaint: the mlca instrument was found with one grip bent. The damage was found near the base of the clip groove, causing an offset at the tips. As a result, the clip could not be properly applied. Severely bent grips with an offset 0.05¿ are associated to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer reported that the medium-large clip applier (mlca) instrument did not engage the clip properly. The customer used a backup mlca instrument to continue with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the clinical engineer and obtained the following additional information: the instrument was inspected prior to use. The issue occurred while loading the clip onto clip applier before it was inserted into the patient¿s anatomy. The distal tip of the clip applier was bent, and the tips closing was improper. The customer was trying to use medium large hem-o-lok clip.